Event description:
Patient reported persistent abdominal discomfort. CT scan noted large abdominal rectus sheath hematoma. Attending physician stated the patient was very frail and believes that the combination of blood thinners and the vibrations from the vest may have been the contributing causes of the hematoma. Patient had no long term negative consequences from the hematoma and it is left to resolve on its own.